Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were sitting down, and they felt hot and sweaty and almost fainted. They used their life line to call the paramedics and when the paramedics arrived, they checked her blood sugar. At the time the bg meter was displaying 75 mg/dl compared to the cgm displaying 40 mg/dl. The paramedics made sure the patient was doing okay and left. No treatment was made, and the patient did not have to go to the hospital. At the time of contact, the patient was in stable condition. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, a correction has been made.